Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine generator upgrade procedure, a newly implanted device measured upper out of range high voltage lead impedance when it was connected to the lead. The lead was removed and reinserted to the same unacceptable values. A second device was attempted at installation and the impedance measurement could not be read. It was noted that both headers were a bit cloudy. A third device was successfully implanted with no issues with lead impedance measurements.

Manufacturer narrative:
The reported field event of an impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.